Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported issue, however, it was confirmed as having occurred via field error logs. The ec was installed and tested in the test system. The system started up with no error. Ten power cycles were performed and all passed. The ec was left in the system for 1 hour, while testing other boards, and it performed with no issue. There was no trouble found on the ec.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the ec for failure analysis. Device evaluation is anticipated but not yet begun. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that prior to starting a da vinci-assisted nephrectomy procedure, repeated error 48101 occurred. Troubleshooting was performed with a hard cycle reset and emergency power off (epo). However, troubleshooting did not resolve the issue. The procedure was converted to laparoscopy with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use.